Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received with return of the explanted device notes pectoral stimulation. The implanted pulse generator was a dedicated unipolar device used with a bipolar lead.